Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in spain on 10-august-2024, it was reported by the patient that six infusions set cannula was kinked occurs within 3 hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.